Event description:
Did not get any data beyond pt's second day wearing the monitor. Pt suffered a syncopal episode while wearing the device during the time data was not sent.

Manufacturer narrative:
The pt's first day wearing the monitor was (B)(6) 2009, her last day wearing the monitor was approximately one month later. Associated accessory device: sensor. (B)(4).